Event description:
It was reported that the patient received inappropriate therapy after experiencing an atrial flutter followed by fast ventricular response. No programming changes have been made but medication was adjusted. Also, ablation was scheduled. Patient was stable.